Manufacturer narrative:
The investigation of access site bleeding and vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was on impella 5.5 support and during support, the patient had ventricular tachycardia (vt) when he coughs and strains. The patient was given hydralazine with a goal of impella flows to be 5.0 or greater. Placement was verified. Additionally, the patient had a hematoma at the access site. The doctor was not concerned and the impella was explanted the following day. Heparin was also withheld, but it is unknown if the heparin was withheld due to the hematoma or if the pump explant was related to the hematoma. The patient survived the event.